Manufacturer narrative:
Replacement device shipped to site (B)(6) 2015. Medtronic investigation of returned suspect device finds that, as reported, the end cap has broken off due to repeated hammer impacts. Otherwise, the ratcheting mechanism functions normally. Physical damage - pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the handle came off of the site's ratcheting device. A different instrument was brought in to continue the procedure after a 2 minute delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Mfg date now provided.